Event description:
The consumer was walking down a hallway when the brakes allegedly failed, causing the rollator to go out from under him. No injury is alleged.

Manufacturer narrative:
(B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.